Manufacturer narrative:
Based on the information reviewed and the return device analysis, a definitive cause for the reported clip jumpiness could not be determined in this incident. It could be due to procedural circumstances; however, this cannot be determined. The reported clip actuation issues (opening/closing) and audible noise while rotating the arm positioner were confirmed. A review of the lot history record identified no exception issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The information was evaluated and determined that the cause is potentially related to a product issue. The investigation is still on going and the issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The other additional cds0602-ntr referenced in the event description are being filed under a separate medwatch report number. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The additional device referenced in b5 is being filed under separate medwatch report.na

Event description:
This is being filed to report clip jumping. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During preparation of a clip delivery system (cds 90405u158), a noise was heard when the clip jumped opened while gently rotating the arm positioner. The noise was heard again while closing the clip and unusual resistance was felt while rotating the arm positioner. Trouble shooting was performed, but the clip would not close or open. The cds was not used in the patient. A cds (90411u108) was advanced to the mitral valve, and the clip grasped the leaflets. However, the gripper arms could not go up and the physician could not attempt to re-grasp the leaflets. The physician continued with the deployment and the clip was deployed. Three clips were implanted, reducing mr to 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.